Event description:
This rv lead was implanted on (B)(6) 2001 and remains implanted. A call received stating that this rv lead is in the new pg but every time the lv lead is inserted into the new pg, patient goes asystolic. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).